Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tritanium revision acetabular; cat # 509-02-58f ; lot # tw60aj. Gap plate screws; cat # 2080-0025; lot # ml1mx0. Gap plate screws; cat # 2080-0020; lot # t22x7d. Gap plate screws; cat # 2080-0035; lot # 7206ea. Gap plate screws; cat # 2080-0030; lot # pj0l4y. Delta c-taper head 36mm +7.5; cat # 18-3675; lot # 62258501. Ti sleeve for alumina head; cat # 17-0000e; lot # 331t4m. Size 6 accolade ii 132 deg; cat # 6720-0635; lot # 52634701. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that a stage 1 revision was performed on the patient's right hip due to infection. The patient's stem (implanted (B)(6) 2015), sleeve, femoral head, liner, shell and screws (implanted on (B)(6) 2019, revision reported) were revised and a spacer placed. Rep provided usage sheets from primary and previous surgeries and confirmed that no further information will be released by the hospital or surgeon.